Event description:
During routine testing of the device at the service center, the service technician reported the central processing unit fan was noisy. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.